Manufacturer narrative:
The pump was received with a pump error 38 alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, or occlusion test or verify the pump error 37, pump error 130 alarms or displacement anomalies due to the pump error 38 alarms. The pump was also received with a cracked select button keypad overlay and faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no motor movement or negligible movement alert. The customer's blood glucose level was 215 mg/dl. The customer stated that they were able to clear the alarm but they were not able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised that to disconnect from the insulin pump an revert to backup plan. The insulin pump will be returned for analysis.